Event description:
During test, device displayed "lead fault" with pads connected.

Manufacturer narrative:
A follow-up report will be submitted after welch allyn's engineering dept. Has finished the evaluation of the device.